Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported to zoll that the patient claimed that she was "zapped" by the lifevest and the lifevest was causing a burning sensation on her hip. The patient also claimed that lifevest hurt her back and lungs and that the lifevest gave her nerve damage to her upper arm area. A review of download data confirmed that the patient was not treated by the lifevest. Zoll has been unable to confirm the veracity of the patient's reported injuries.